Event description:
Confirmed negative for bi-alcl, contralateral side only.

Manufacturer narrative:
B5 information provided by md via lab results: confirmed negative for bi-alcl, contralateral side only.

Manufacturer narrative:
Not reported to manufacturer at the time of alleged diagnosis and treatment. No test, lab, or other data provided to manufacturer. Report is based on information stated in legal complaint.

Event description:
Alleged diagnosis and treatment of alcl. Painful, swollen, and asymmetrical right breast in (B)(6) 2018. On (B)(6) 2018 patient underwent bilateral explant and partial capsulectomy. Patient reported pathology report allegedly positive for alcl. (B)(6) 2019 patient underwent complete capsulectomy.